Event description:
The manufacturer's representative reported the pt had an inflammatory mass from an MRI. The drug infusing was morphine 50mg/ml. The mass was located at l2 with the tip between l1 and l2. The hcp reported "tip unable to be removed." The proximal end of the catheter was tied off and the pump was stopped. A follow up report will be sent when add'l info is rec'd. I.m. Diagnosed from an MRI. Morphine concentration was 50mg/ml. Caller did not know daily dose as pfns had been running in the pump. Mass located at l2 with tip between l1 and l2. Tip unable to be removed so dr is inquiring if leaving it will cause complications for the dissolving of the i.m. Referred to medical consultants. Proximal end is tied off and pump stopped. Dr will wait 3-4 months for elimination of the i.m. And then revise catheter and place a new pump once i.m. Is eliminated.